Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the clinic noted the presenting subcutaneous electrocardiogram from the remote home monitoring system showed markers aligning with the t-waves and not aligning with the qrs. Engineering reviewed the data and confirmed the misalignment, however noted it to be a benign issue, since there were no faults or resets noted within the stored data. Boston scientific technical services (ts) discussed that a patient initiated interrogation from the remote home monitoring system would resolve the marker alignment issue. Upon engineering review of the data, early signs of increased battery usage were also observed. As a result, re-evaluation of battery status or device replacement within 90 days was recommended. Further, engineering noted previously stored episodes with oversensing from earlier in the year. There were two episodes stored due to t-wave oversensing with decreased amplitude. One of those episodes was from march and led to an inappropriate shock the other was from may and an untreated episode . One additional untreated episode from august was observed due to noise that could be related to motion or posture. A patient initiated interrogation was performed via the remote home monitoring system and the marker alignment issue was considered resolved as the markers aligned appropriately. The s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the clinic noted the presenting subcutaneous electrocardiogram from the remote home monitoring system showed markers aligning with the t-waves and not aligning with the qrs. Engineering reviewed the data and confirmed the misalignment, however noted it to be a benign issue, since there were no faults or resets noted within the stored data. Boston scientific technical services (ts) discussed that a patient initiated interrogation from the remote home monitoring system would resolve the marker alignment issue. Upon engineering review of the data, early signs of increased battery usage were also observed. As a result, re-evaluation of battery status or device replacement within 90 days was recommended. Further, engineering noted previously stored episodes with oversensing from earlier in the year. There were two episodes stored due to t-wave oversensing with decreased amplitude. One of those episodes was from march and led to an inappropriate shock the other was from may and an untreated episode . One additional untreated episode from august was observed due to noise that could be related to motion or posture. A patient initiated interrogation was performed via the remote home monitoring system and the marker alignment issue was considered resolved as the markers aligned appropriately. The s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the clinic noted the presenting subcutaneous electrocardiogram from the remote home monitoring system showed markers aligning with the t-waves and not aligning with the qrs. Engineering reviewed the data and confirmed the misalignment, however noted it to be a benign issue, since there were no faults or resets noted within the stored data. Boston scientific technical services (ts) discussed that a patient initiated interrogation from the remote home monitoring system would resolve the marker alignment issue. Upon engineering review of the data, early signs of increased battery usage were also observed. As a result, re-evaluation of battery status or device replacement within 90 days was recommended. Further, engineering noted previously stored episodes with oversensing from earlier in the year. There were two episodes stored due to t-wave oversensing with decreased amplitude. One of those episodes was from march and led to an inappropriate shock the other was from may and an untreated episode . One additional untreated episode from august was observed due to noise that could be related to motion or posture. A patient initiated interrogation was performed via the remote home monitoring system and the marker alignment issue was considered resolved as the markers aligned appropriately. The s-ICD remains in service and no adverse patient effects were reported. Additional information was received that a new analysis of the remote home monitoring data occurred. Upon engineering review of the data, re-evaluation of battery status or device replacement within 90 days was recommended. At this time the device remains in service and no adverse patient effects were reported. It was reported that a code displayed on the remote home monitoring system indicating premature battery depletion. The estimated longevity remaining was at 37 percent. Ts review of the data found that the battery usage has increased at a gradual rate and suggested the device be explanted. Ts discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations of oversensing, inappropriate shock, noisy signals, egm issue, data issue, and low amplitude or poor morphology, thus these allegations were not confirmed by analysis.

Event description:
It was reported that the clinic noted the presenting subcutaneous electrocardiogram from the remote home monitoring system showed markers aligning with the t-waves and not aligning with the qrs. Engineering reviewed the data and confirmed the misalignment, however noted it to be a benign issue, since there were no faults or resets noted within the stored data. Boston scientific technical services (ts) discussed that a patient initiated interrogation from the remote home monitoring system would resolve the marker alignment issue. Upon engineering review of the data, early signs of increased battery usage were also observed. As a result, re-evaluation of battery status or device replacement within 90 days was recommended. Further, engineering noted previously stored episodes with oversensing from earlier in the year. There were two episodes stored due to t-wave oversensing with decreased amplitude. One of those episodes was from march and led to an inappropriate shock the other was from may and an untreated episode . One additional untreated episode from august was observed due to noise that could be related to motion or posture. A patient initiated interrogation was performed via the remote home monitoring system and the marker alignment issue was considered resolved as the markers aligned appropriately. The s-ICD remains in service and no adverse patient effects were reported. Additional information was received that a new analysis of the remote home monitoring data occurred. Upon engineering review of the data, re-evaluation of battery status or device replacement within 90 days was recommended. At this time the device remains in service and no adverse patient effects were reported. It was reported that a code displayed on the remote home monitoring system indicating premature battery depletion. The estimated longevity remaining was at 37 percent. Ts review of the data found that the battery usage has increased at a gradual rate and suggested the device be explanted. Ts discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the s-ICD was explanted and successfully replaced. No additional adverse effects were reported.

Event description:
It was reported that the clinic noted the presenting subcutaneous electrocardiogram from the remote home monitoring system showed markers aligning with the t-waves and not aligning with the qrs. Engineering reviewed the data and confirmed the misalignment, however noted it to be a benign issue, since there were no faults or resets noted within the stored data. Boston scientific technical services (ts) discussed that a patient initiated interrogation from the remote home monitoring system would resolve the marker alignment issue. Upon engineering review of the data, early signs of increased battery usage were also observed. As a result, re-evaluation of battery status or device replacement within 90 days was recommended. Further, engineering noted previously stored episodes with oversensing from earlier in the year. There were two episodes stored due to t-wave oversensing with decreased amplitude. One of those episodes was from march and led to an inappropriate shock the other was from may and an untreated episode . One additional untreated episode from august was observed due to noise that could be related to motion or posture. A patient initiated interrogation was performed via the remote home monitoring system and the marker alignment issue was considered resolved as the markers aligned appropriately. The s-ICD remains in service and no adverse patient effects were reported.additional information was received that a new analysis of the remote home monitoring data occurred. Upon engineering review of the data, re-evaluation of battery status or device replacement within 90 days was recommended. At this time the device remains in service and no adverse patient effects were reported.it was reported that a code displayed on the remote home monitoring system indicating premature battery depletion. The estimated longevity remaining was at 37 percent. Ts review of the data found that the battery usage has increased at a gradual rate and suggested the device be explanted. Ts discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported.additional information was received that the s-ICD was explanted and successfully replaced. No additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the clinic noted the presenting subcutaneous electrocardiogram from the remote home monitoring system showed markers aligning with the t-waves and not aligning with the qrs. Engineering reviewed the data and confirmed the misalignment, however noted it to be a benign issue, since there were no faults or resets noted within the stored data. Boston scientific technical services (ts) discussed that a patient initiated interrogation from the remote home monitoring system would resolve the marker alignment issue. Upon engineering review of the data, early signs of increased battery usage were also observed. As a result, re-evaluation of battery status or device replacement within 90 days was recommended. Further, engineering noted previously stored episodes with oversensing from earlier in the year. There were two episodes stored due to t-wave oversensing with decreased amplitude. One of those episodes was from march and led to an inappropriate shock the other was from may and an untreated episode . One additional untreated episode from august was observed due to noise that could be related to motion or posture. A patient initiated interrogation was performed via the remote home monitoring system and the marker alignment issue was considered resolved as the markers aligned appropriately. The s-ICD remains in service and no adverse patient effects were reported. Additional information was received that a new analysis of the remote home monitoring data occurred. Upon engineering review of the data, re-evaluation of battery status or device replacement within 90 days was recommended.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.